Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity calculation from two years remaining down to four months remaining in a span of one year. Data analysis determined that no low voltage fault was triggered but, engineering can confirm that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator (pg) atmosphere. Despite the premature depletion it can still support full therapy for at least ninety days. The device remains in service. No adverse patient effects were reported. Additional information the device was explanted and was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Supplemental correction to correct h1 type of reportable event. The returned implantable cardioverter defibrillator (ICD) as analyzed. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected, but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity calculation from two years remaining down to four months remaining in a span of one year. Data analysis determined that no low voltage fault was triggered but, engineering can confirm that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator (pg) atmosphere. Despite the premature depletion it can still support full therapy for at least ninety days. The device remains in service. No adverse patient effects were reported. 06/09/2023 - additional information the device was explanted and was returned. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity calculation from two years remaining down to four months remaining in a span of one year. Data analysis determined that no low voltage fault was triggered but, engineering can confirm that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator (pg) atmosphere. Despite the premature depletion it can still support full therapy for at least ninety days. The device remains in service. No adverse patient effects were reported. 06/09/2023 - additional information the device was explanted and was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Supplemental correction to correct h1 type of reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity calculation from two years remaining down to four months remaining in a span of one year. Data analysis determined that no low voltage fault was triggered but, engineering can confirm that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator (pg) atmosphere. Despite the premature depletion it can still support full therapy for at least ninety days. The device remains in service. No adverse patient effects were reported.